Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer reported that the unit had no display. The device was evaluated at the philips repair bench. The issue was resolved by replacing the power pca.